Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq5010v into patient's eye, and the haptic was bent. The lens was removed and, replaced with another model lens. This is the second of two incidents for the same patient. See manufacturer's report number 2023826-2006-00885 for the first incident. A suture was used to close the incision at the end of the surgery.